Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 2/12/98. On 2/15/98, an alarm sounded from the system 97 pump and blood leaked in the catheter. The doctor had difficulty removing the iab. The iab was surgically removed. A second iab was inserted into the pt. Event complications: the iab was surgically removed - reported 2/18/98. Pt's current status: unk - rpt'd 2/18/98.